Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Medtronic ICD, implanted: (B)(6) 2014; 310f31 porcine heart valve, implanted: (B)(6) 2014. This device was included in that field action. Based on the information and without the return of the product, it would not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported by the patient¿s son that the patient is deceased and died approximately three weeks post device replacement. Additional information obtained reported that the patient was found unresponsive at a rehab facility, resuscitation efforts were initiated, external therapy was provided for a ventricular rhythm and a thready pulse was noted and the patient was ventricular paced. Upon arrival to the hospital neither pupils were reactive and an irregular tachycardic rhythm was reported. An asynchronous cardioversion was performed at 360 joules for ventricular tachycardia and the patient converted to pulseless electrical activity. An ultrasound was performed, no cardiac activity was noted and the patient was declared deceased.

Event description:
The leads were returned with no additional information.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.